Manufacturer narrative:
(B)(4). Results and conclusions summation - product performance engineering has reviewed incident. The IFU warns: balloon pressure should not exceed the rated burst pressure (rbp). Use of the pressure-monitoring device is recommended to prevent over pressurization. Inflating the balloon catheter above the rbp may have contributed to the difficulty. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture. It is possible that the balloon material was damaged during interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon a second inflation. A definitive cause for the reported balloon rupture cannot be determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the lesion had mild tortuosity, moderate calcification and 90% stenosis. The lesion was dilated with the voyager balloon catheter at 16 atm, but the vessel was not fully dilated. Thus, the balloon was inflated for the second time and the balloon ruptured (pressure unknown). No patient effects were reported. No additional event or patient information is available.